Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient previously receiving intrathecal hydrocodone via an implantable pump for spinal pain. It was reported that the patient was supposed to make an appointment to have the pain pump removed. The patient rep stated patient's primary care doctor put out a referral for the surgery to take place and someone said to call medtronic. The patient rep was not sure if medtronic did the surgery or schedules it or anything. The patient rep mentioned when patient went in to the hospital the other day, for 'some severe pain in her stomach,' and hcp requested the pain pump be removed while patient was in the hospital. The patient rep stated the pain started about a week ago. The patient rep stated hydrocodone used to be in the pump when it was active, but stated the patient said it was not working so they just quit putting medication into it and it had been in there for 'I don't know,' for '50 years.' When asked for managing healthcare provider, the patient rep stated name unknown, but it was in florida when patient's sister was taking care of them, so they did not know. Agent documented reported information and redirected to healthcare provider.